Event description:
It was further reported that the balloon deflated when the pressure gauge went from ten to zero atmospheres.

Manufacturer narrative:
Device evaluated by manufacturer: the stopcock was returned attached to the device. The unit components were visually examined for any damage or defect. No visual defects where noted with the unit or unit components. The unit was functionally tested and the unit reached 12atm and jumped/skipped back to 0 atms. This occurred on numerous occasions. No abnormal noise was heard during the attempt to functionally test the returned unit. It is probable that a shock to the gauge caused damage to the internal mechanism of the gauge which would result in the gauge not operating to it's specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure the gauge read inaccurately. The 30% stenosed lesion was located in a severely tortuous and severely calcified subclavian artery. The (B)(4) inflation unit was inflated up to ten atmospheres when the gauge would not increase any higher, but instead dropped to zero atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable.